Event description:
It was reported that the customer failed to input a bolus correctly. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a correction bolus via the pump to address bg.